Event description:
It was reported that, noise resulting in oversensing leading to inappropriate mode switching was noted on the right atrial (ra) lead. Provocative testing was performed and no anomalies were observed. The ra lead was explanted and replaced to resolve the event. The patient was stable.